Event description:
It was reported that the pump was explanted and replaced. The hcp thought that the pump was defective as the patient was not getting good pain relief. The pump contained morphine. A dye study was performed and "all ok". Per the reporter: "pump seemed to act like it had an occlusion in the cath. Dye study showed it did not. There was also no leak in cath."